Manufacturer narrative:
Visual were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a flow diverter cranial procedure using a 6fr sheath. Reportedly, when attempting to remove the prostyle device, it could not be removed. The foot was confirmed to be closed. After several attempts, a surgeon was called, the tissue track was opened and the suture was cut to remove the device. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela. A delay in the procedure was reported. No additional information was provided.